Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for an magnetic resonance imaging (MRI) scan. The patient's pacemaker (pm) received an error message after reprogramming the pm following MRI. The patient was asymptomatic. The programmer session was ended and the pm was rechecked with no issues. The patient was stable throughout procedure.